Event description:
Information was received from a consumer via a health care provider (hcp) regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient told the hcp that their implant was not working. The hcp stated that they did not know if the ins battery depleted or if it was due to other reasons. The caller was redirected to the managing doctor to check implant status. The caller requested for MRI compatibility guidelines for a procedure that was not related to the interstim device/therapy. No symptoms were reported. No further patient complications were reported/anticipated as a result of this event.